Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mhlas abutment screw loosened in the patient's mouth. The patent will return for new screw to seat the crown.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The scr replace friction-fit gold & ti abut int hex (mhlas) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The reported device was located on tooth number 30 for approximately 2.5 years prior to removal. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the mhlas dating back 2 months. The complaint history review revealed that there are no existing non-conformances / CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review of appropriate documentation: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Information identified: seating of prosthetic components. Internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The complaint reported, screw loosen on abutment, crown loosen, screw broken or threads stripped. The reported event is non-verifiable with the information provided. A root cause for this complaint could not be determined. The following sections have been updated: date of this report. Date received by manufacturer. Type of report, follow-up number. Follow up type. Evaluation codes. Additional narrative.